Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the loop appeared to be cut however, it could not be determined how the device was cut. Upon functional testing, it was noted that the device functioned as required. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 7/20/2022, it was reported by a sales representative via email that (2) ar-1588btb-ib tightrope ii btb failed. The first ar-1588btb-ib tightrope ii btb had the second loop cut by the passing flag. The second ar-1588btb-ib tightrope ii btb, the sutures got stuck when being shuttle through. Surgeon opened an ar-1588btb-2j tightrope ii btb and loaded an ar-7237 fibertape to complete the case. This was discovered during an fgl allograft procedure. Additional information received on 7/20/2022: procedure took place on (B)(6) 2022.